Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepatectomy, the stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. A new stapler was used to complete the case. There was no patient injury.